Event description:
It was reported the lcs15 was used during a laparoscopic nissen fundoplication. It was reported the case was started with the ussc autosonic 5mm blade and handpiece with an ees generator. The device did not function properly and the surgeon switched to the lcs15 and began taking the short gastric vessels. The surgeon hit a branch of the splenic vein. The pt had to be opened to control the bleeding. The pt is doing fine now. It is not known if the pt received any blood or how much blood loss there was.